Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right ventricular setscrew seal plug. The pacing and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. The hole in the seal plugs allowed fluid into the sensing pathway, which was the cause for the intermittent sensing issues observed during implant.

Event description:
It was reported that during a changeout procedure for normal battery depletion, this new implantable cardioverter defibrillator (ICD) was an attempted implant due to observations of oversensing noise and pacing inhibition during the procedure. The leads were tested on the pacing system analyzer (psa) and ensured they were not contributing. The physician decided to use a new device, and the new device was added successfully. No adverse patient effects were reported.